Manufacturer narrative:
(B)(4). Batch # unk. Only event year known: 2021. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to an unknown procedure the patient was brought back to the or and endoscopy revealed there was 'sterile fluid build up along the staple line.' No other information is available at this time.